Event description:
Per the clinic, a pulling sensation and pain at the implant site during an MRI (1.5 tesla) on (B)(6) 2026, followed by nausea, migraine, dizziness and vomiting at the end of it. The patient also experienced inflammation, erythema with edema at the implant site and upon palpation, it was perceived that the magnet had been dislodged, and the device use was suspended. The patient's head was wrapped as recommended by cochlear. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported) along with intramuscular injection and topical corticosteroids (specific date and duration not reported). A revision surgery is planned but has not taken place at the time of this report. The implanted device remains.